Event description:
A peritoneal dialysis patient reported at the end of last nights treatment there was water or fluid leaking from the cassette door. There is no report of patient ill effect. No sample is available for evaluation.

Manufacturer narrative:
No sample was returned for evaluation, therefore, the complaint is deemed as unconfirmed.